Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2005, the plaintiff was implanted with a monarc sling system ¿for the treatment of stress urinary incontinence¿. It was alleged that ¿prior to leaving the hospital, plaintiff began to experience urine drainage, pain and bleeding at the incision site¿. It was also alleged that the plaintiff had ¿pain, bleeding, and erosion of the mesh¿, and had other injuries. It was also reported by the plaintiff¿s attorney that ¿on or about (B)(6) 2010, plaintiff underwent surgery¿ ¿to replace and repair the previously implanted monarc mesh sling¿.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.